Event description:
It was reported that "the guide wire has a bend at the front end. The therapist attempted to adjust its position but was unable to use it".

Manufacturer narrative:
(B)(4). The customer returned one guidewire and arrow advancer for analysis. Signs of use were observed on the proximal end of the returned guidewire and inside the advancer. Visual analysis revealed that the guidewire was kinked in multiple locations. The j-bend was misshapen. Microscopic examination confirmed the kinking on the guidewire body. Both welds were present and were observed to be full and spherical. When a lab inventory blue advancer and cap were added to the assembly, the damaged portion of the guidewire would have been located inside the cap, protecting it from damage whilst inside the packaging. No other defects or anomalies were observed on any of the other components nor the returned packaging. The kinks in the guidewire measured 624mm, 668mm, and 674mm from the proximal weld. The overall length of the guidewire measured 685mm, which is within the specification limits of 679mm - 687mm per guidewire product drawing. The outer diameter of the guidewire measured 0.79mm, which is within the specification limits of 0.788-0.826 mm per guidewire product drawing. The guidewire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The returned guidewire was assembled to the returned advancer. This assembly was then attached to the handle end of a lab inventory arrow raulerson syringe (ars) and introducer needle subassembly. Despite the damage, the guidewire passed through all components with little to the undamaged portions. Resistance was observed in the areas of the kinks. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. Kinks were observed towards the distal end of the guidewire body. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer reported prior to use but signs of use were observed on the sample, so it cannot be confirmed when the guidewire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the guide wire has a bend at the front end. The therapist attempted to adjust its position but was unable to use it".